Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 0. 7572mg/day via an implantable pump. It was reported that the patient went in for a pump refill on february 16th where the physician anticipated a residual of approximately 5 ml in the pump reservoir; however, pulled off 15 ml. A catheter dye study was completed where the catheter access port was not able to be successfully aspirated. A catheter revision was scheduled. Additional information was received on 2026-02-23 from the healthcare provider via the company representative who reported that the catheter was replaced. There was no flow even when the catheter was cut prior to replacement. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.